Event description:
A malfunction alarm occurred during insulin pumping when pump declared alarm 30. There was no adverse impact to the customer's blood glucose level. The customer, who had not previously reported similar alarms, was unable to resume insulin therapy despite assistance in loading a new cartridge, leading to the recurring cartridge alarm. Technical support decided to replace the pump, confirmed the shipping address, and provided instructions for putting the pump into storage mode and returning it using a pre-paid label within 10 days. The customer understood and acknowledged the instructions and plans to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.